Event description:
The customer received a high out of range control result of 207mg/dl on the contour next ez meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory.no adverse event was alleged.a new kit was sent to the customer. The customer control is expected to be returned for evaluation.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.